Event description:
It was reported that during a laparoscopic endoscopic single site (less) procedure, the jaws were bent prior to use. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.